Manufacturer narrative:
(B)(4). Date sent: 5/31/2016. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number provided, m90v5f, indicates an sc45a instead of the ec45a reported. Please confirm. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open?

Event description:
It was reported that during a thoracotomy procedure, stapler locked in the third load and did not cut. On the third load, the device closed but did not advance with the cut (it locked) and would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52z02. The sc45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.